Event description:
It was reported that the customer had experienced high blood glucose levels (300 mg/dl). Customer took a bolus with a syringe to correct her blood glucose levels. She reports that on occasion she will change her settings from what her health care professional has set.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.